Event description:
In 2008, the pt underwent endovascular repair using gore excluder aaa endoprosthesis. Completion angiography showed a proximal endoleak. The physician re-ballooned using a 32mm cook coda balloon catheter, tearing the aorta. The tear resolved with two aortic extender components and a cordis palmaz-schatz balloon-expandable stent. Post-surgery, the physician diagnosed a pseudoaneurysm near the renal arteries and also noted a possible proximal nitinol wire fracture. Additional post-surgery imaging evaluations showed a possible type I endoleak with blood flow around the proximal devices. No blood flow was visible in the aneurysm sac. There were flow lumen irregularities both proximal and distal to the implanted devices. For about eight days, the maximum aneurysm diameter increased by 2mm. The pt is currently stable.

Manufacturer narrative:
A review of the mfg records is being conducted. Additional devices: pxa230300/04450176, pxa260300/05040152.